Event description:
The account alleged that the bed moves on its own.

Manufacturer narrative:
The technician found the right siderail ucm not functioning. The technician replaced right ucm cable to repair the bed.